Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose readings, with the lowest reported value being 51 mg/dl. The patient noted that they do not eat frequently and that blood glucose levels remained low for approximately two hours despite consuming juice as a corrective measure. Guidance was provided to have a quick snack to bring blood glucose within range and to announce meals only once ready to eat. The patient mentioned recent chemotherapy treatment and expressed concern that it might be contributing to lower-than-normal blood glucose levels. No ketone testing, steroid injections, professional medical intervention, or additional assistance were reported, and no immediate health effects were experienced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.